Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2017 (two days after implant) a re-intervention was performed due to dislodgment of the subject lead. Although the physician attempted to re-fix the lead, the lead tip was unable to be fixed in the cardiac muscle. Another lead was implanted. It should be noted that prior being explanted the subject lead was cut off.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly on (B)(6) 2017 (two days after implant) a re-intervention was performed due to dislodgment of the subject lead. Although the physician attempted to re-fix the lead, the lead tip was unable to be fixed in the cardiac muscle. Another lead was implanted. It should be noted that prior being explanted the subject lead was cut off.